Manufacturer narrative:
Philips service reconnected the bellow cable and replaced the vga video signal cable, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the mcs bellows fell off and were reconnected onsite on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.